Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, burn damage was observed on the printed circuit board (pcb). The battery was determined to be unrepairable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum wireless battery module, the device had a burn damaged on printed circuit board (pcb). No additional information is available.